Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-10.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that their device was not working and that they have tried turning it up but are unable to do so on their own. The patient stated that they were urinating all over the place since implant. The patient noted that they had not felt stimulation right from the beginning. The patient stated that it worked ok after surgery but then got worse. The patient was asked if the replacement surgeries were for normal battery replacement and the patient stated that they believed that was true. The patient mentioned that their hcp did not replace the lead the last time because they got a good connection. The patient connected to the ins using their patient programmer (pp) and reported that they were at 2.0 v but stimulation was turned off. The patient was instructed to decrease stimulation to 1.0 v and turn stimulation on. The patient then increased stimulation to 2.7 v and was reviewed that stimulation may have been accidentally turned off with the pp. No further complications were reported or were expected.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s symptoms were not being controlled and she was urinating too frequently. The patient reported that if she turned up stimulation, it controlled her symptoms, but if she doesn¿t she urinates all over the place. The patient reported that when she increased the stimulation she felt a banging sensation and she can¿t sleep because it ¿bangs on her.¿ the patient reported that even though she can see that the ins is on by looking and making sure the lightning bolt in the stimulator is there, it felt like the ins was turning on and off by itself. The patient reported that the stimulation would be banging away and then the banging would go away and she wouldn¿t feel anything. Then after a while it would be back again. The patient reported that the banging would eventually calm down and she wouldn¿t feel banging so it felt like it was off. The patient also reported that she should be on another program and it¿s been months since she has been trying to get the programming changed. It was noted that stimulation was on and the patient was feeling it on the day of this report. The patient reported falling down the stairs not too long ago and the stimulation and symptoms return issues started before she fell. The patient was walked through on how to change programs and setting, but it appeared that the patient only had access to one program. It was noted that the patient would follow-up with their healthcare provider about the symptoms and reprogramming. No outcomes were reported at the time of this report. Additional information received from patient reported that the ins was still not working for her and she was at a christmas party and had an accident urinating on the floor. It was also reported that she was not able to get through boston area traffic without saturating a dozen pads trying to change while in driver seat. Additional information was received from a patient on (B)(6) 2017. The patient stated that they notified their managing physician and on (B)(6) 2017 they had another replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.